Event description:
On (B)(6) 2009, the pt and his wife reports that the check button did not respond when pressed. They did not mention having problems with the arrow buttons on the side of the infusion device. The pt reports the check button did not always respond when pressed. No physiologic effect or intervention was reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested return of the suspect product for evaluation.